Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that internal inspection found that a dovetail bracket screw was loose and contacted the pim board, which caused a short, damaging the pim board. The pim board was replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.